Event description:
It was reported that the device exhibited high, out of range, hv lead impedance in shocking vectors involving the can. The measurements had been consistently high since implant of the rv lead. The patient will continue to be monitored and the device remains implanted.

Manufacturer narrative:
.